Event description:
The pump was reported to be set at 10 ml/hr with an unknown quantity of heparin. The patient's prothrombin time level was monitored and never went up as expected. The clinican reported to titrate the rate up, still with no patient response. Twenty-four hours into delivery the pump appeared to be operating correctly, but the bag was reported to be full. No patient injury resulted.